Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. The device would freeze during the self-test. The device could not be powered off with the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer in order to obtain additional information about the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue; however, no further details about the patient were available.

Manufacturer narrative:
The third-party service agent replaced the system pcb assembly and performed some other unrelated repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc). This prevented the device from completing its boot-up cycle.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. The device would freeze during the self-test. The device could not be powered off with the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer in order to obtain additional information about the patient and the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue; however, no further details about the patient were available.